Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Subsidence of femoral shaft after total hip arthroplasty. Revision scheduled for (B)(6) 2016.

Manufacturer narrative:
Catalog t# for this device is 6720-0435. An event regarding subsidence involving an accolade stem was reported. A review of the available medical records and x-rays by a clinical consultant confirmed an intraoperative fracture and subsidence. Method and results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a review by a clinical consultant noted: facts and findings are very symptomatic for the occurrence of an intraoperative complication of an unrecognized periprosthetic (pp) fracture. A fracture line is not visible on any of the available x-rays but this is usual because most of the proximal femoral bone is shielded from view by the metal mass of the stem. During surgery itself, the fracture may at times also be difficult to recognize because it may only be a ¿hairline crack¿, an undisplaced fracture because the leg is unloaded during surgery. Once the patient starts putting weight on the leg, the stem starts to act as a ¿wedge¿, inherent to its wedge-shape design and then displaces the fracture. Because the stem has no adequate circumferential stabilization in the bone, it starts to subside progressively. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review of the available medical records and x-rays by a clinical consultant concluded: an unrecognized intraoperative fracture due to mismatch between stem geometry plus size and/or strength of bone has caused progressive subsidence of the accolade ii stem ending in a loose stem requiring revision surgery. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Subsidence of femoral shaft after total hip arthroplasty. Revision scheduled for (B)(6) 2016.